Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were sticking of the insulin pump. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer stated block mode was inactive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed.